Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component codes). A getinge field service engineer (fse) evaluated the unit and found that there is no ac led. Unit cannot be turned on as the battery charges for both batteries are very low. Found that power cable and the psu to be at fault. Will quote and replaced. On (B)(6) 2025: quotation provided and ntfgh bme triggered the repair in advance. Replaced the power reel (d012-00-1688-24) and psu (d014-00-0258) and unit tested working. Unit passed; unit returned back to customer for clinical use. Patient involvement was not there, no harm reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that power cable of cardiosave intra-aortic balloon pump (iabp) was faulty during pre use check. There was no patient involvement.